Event description:
It is unclear at this time if the broken device will be returned. The surgeon implanted the twelve eight cortical strip electrode on a pt through burr holes and left in place for approx four weeks. Upon removal of the strips from the pt, the surgeon experienced difficulty removing, the strips broke causing the contacts to severe from the silicone. This pt had twelve cortical and two broke while being removed. The pt required a craniotomy to remove the broken cortical strip or contacts left in the brain. The craniotomy took place in 2004. The device is not expected to be returned. The surgeon has been implanting these types of devices for over ten years. The surgeon has experienced this same type of incdent with the use of a different vendor's cortical strip electrode. Additional info was received from the surgeon. The surgeon used a smaller insertion tool to implant the device, therefore he feels the smaller tool, left smaller holes and had fewer cerebrospinal fluid leaks but also made it much harder to remove the electrodes.